Manufacturer narrative:
The reported event of pacing anomaly could not be confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: correction g3 should have been (B)(6) 2022 not (B)(6) 2022.

Event description:
It was reported that during implant, the implantable cardioverter defibrillator (ICD) was not pacing. The ICD was not used and the physician elected to complete the procedure without a replacement. The patient was in stable condition.